Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the leg assembly was thrown through the sacrospinous ligament. Reportedly, while not much resistance was encountered during throwing, two previous unsuccessful attempts were made in order to attain proper placement through the ligament. As the device and needle were being removed in order to introduce the mesh into the ligament, the needle, with a bit of suture, detached. The needle, with a bit of suture, was reportedly captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.